Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device displayed an error code 42221. There was no reported patient involvement.

Manufacturer narrative:
H4: device mfg date: correction. D9: date returned to mfg.: 3/18/2025. D3: mfg establishment name, h3 and h6. Codes: updated. Device evaluation: the customer reported issue of ¿error code 42221¿ cannot be confirmed. The probable cause was a defective printed wiring assembly (pwa). Error code 42221 is a software timing issue/defective pwa. Replaced the pwa, and the device passed all functional tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.